Manufacturer narrative:
Evaluation summary: the information provided, is "right/left angulation and up/down angulation stuck". Including pentax medical fiber nasopharynx. It is presumed, that the cause was that the control knob and lever became loose, due to repeated use. And it became impossible to operate the angle. Correction information: h6: coding changed, based on the investigation result.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event that occurred in the united states. The information provided indicated the "right/left angulation and up/down angulation became stuck" involving pentax medical fiber naso pharyngo laryngo scope model fnl-7rp3, serial number (B)(4). The user facility also responded to a pentax medical customer service request on 15-jun-2021 stating the event occurred during the procedure. No accessories were used during the procedure. There was also no reported patient or user injury or delay in the procedure which required medical intervention. No patient information was provided. The customer owned endoscope was received by pentax medical for evaluation on 22-jun-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed the customer complaint by documented the "up/ down control knob/ lever sticking, up/ down control knob/ lever loose" as well as the following inspection findings on 22-jun-2021: umbilical cable perforation, failed wet leak test, leak at umbilical cable, ocular assy severe discoloration, failed dry leak test, deformed edge on screen mask, screen mask non-pentax material or process, fluid invasion not observed in control body, scope case handle damage/broken, ocular assy scratched. Equipment was also noted as being serviced by non-pentax facility. The device underwent repairs including the following components: single round trip carrying case, fnl,fcy, o-rings and seals, insertion flex tube w/seg pb-free, distal attaching pin, bending rubber, screen mask, segment steel braid, light guide cable, ocular assy complete, ocular trim ring. Model fnl-7rp3, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service on (B)(6) 2009. The endoscope is awaiting repair and approved by final qc as of 15-jul-2021. The investigation is in-process.